Event description:
No new information.

Manufacturer narrative:
The complaint of a problem with the fluid path was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter, one decoupled needle, and one open unit package from lot #5274629 were provided for investigation. The IV catheter exhibited evidence of use. The extension tubing was not properly inserted within the distal end of the pink dual port luer adapter. The tubing was not aligned with the adapter and was bonded in the misaligned position, which likely caused the reported issue. No other damage or defects were identified on the returned sample. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva tubing separated from its hub. "One of our nurses was placing an bd nexiva 20ga intracath, could not flush and kinked off. Patient had to be repoked as a result."